Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. Prior to the procedure, the applicator was successfully tested in 20ml normal saline for 100w for 30sec. The procedure was performed percutaneously with no noticeable difficulty when placeing the applicator. No adjunct tools were used during the procedure. The doctor completed two ablations at 100w for 4 minutes each. She then attempted a third ablation at 140w for 3 minutes. However, approximately 20 seconds into the ablation, the generator displayed a "high reflected power" warning. Attempts were made to resolve the issue, and it was decided to change the applicator for a new one. When the applicator was withdrawn, it was discovered that the ceramic tip had detached and remained inside the patient's body. The applicator had not been removed and inspected between ablations. The doctor did not attempt to remove the tip as it was not considered medically necessary. The ablation size was 2cm.

Manufacturer narrative:
Returned for evaluation was one (1) 19cm probe. The ceramic tip of the device was broken off and approximately 4mm of the base of the tip was still attached to the semi-rigid. The portion of the tip that remained was a full circumferential 4 mm section of the tip of the semi rigid assembly, the tip break occurred in the region where the semirigid copper cladded cylinder ends. There was charring visible on the jagged distal portion of the remaining section of the tip. Along with the tip being detached , the center conductor , ceramic cylinder and end washer were not present. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured and detached is confirmed. The root cause for the thermal event/tip detachment could not be definitively determined. Device history record review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, item number (B)(4) which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).